Event description:
Per additional information from the edwards lifesciences field clinical specialist, the patient had presented emergently with symptomatic stenosis. The field clinical specialist was not certain of the exact symptoms the patient was experiencing, but shortness of breath mentioned. The valve was slightly under-expanded. There was minimal leaflet mobility. Calcium buildup is what led to the stenosis. The calcium buildup is attributed to the patient's peritoneal dialysis. The patient is doing well after the valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on new information received and completion of the engineering evaluation. The following sections of this report have been updated: additional information added to b5, corrected h6 health effect-clinical code, corrected h6 device code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve calcification requiring valve in valve intervention was not confirmed. In this case patient was on dialysis, suggesting that the patient had chronic kidney disease (ckd), which is a well-known factor that may increase the risk of valve calcification. As such, patient factors (ckd) likely contributed to the reported event. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroid, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 4 years and 11 months post implant of a 29mm sapien 3 valve in the aortic position, the valve is failing due to stenosis. The patient underwent a valve in valve procedure with a 26mm sapien 3 ultra resilia valve inflated with an additional 2cc above nominal implanted within the 29mm sapien 3 valve. The result was great, and the patient is doing well. The heart team believes the patient's peritoneal dialysis was the primary issue of the valve failure.